Manufacturer narrative:
Concomitant medical device: 150ml b.braun, ndc 0264-1800-32, 0.9% sodium chloride and 1 gram vial cefriaxone ndc 0409-7332-01, lot 670158m, (B)(6) 2019; therapy date (B)(6) 2017. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a bulge in the silicone segment. There is no report of patient harm.

Manufacturer narrative:
(B)(4). The customer¿s report of a bulge in the silicone segment was confirmed. Visual inspection showed that the silicone segment tubing had a slight bulge and discoloration, and was weakened just below the upper fitment. Functional testing was unable to replicate the ballooning. The root cause of the bulge in the silicone segment could not be determined.

Event description:
The event occurred during an infusion of ceftriaxone.